Manufacturer narrative:
Product event summary: at analysis the stated reason for return of an error was not confirmed. Though it was noted that one parameter was out of tolerance at incoming testing this was attributed to a test system anomaly and not an issue with the device. It was noted however that an output connector was broken and it was further noted that there were some additional small parts that needed to be replaced. The connector and other necessary parts were replaced, the device was checked, calibrated and cleaned and tested on the automated test system and passed all tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator displayed an error. The generator has not been returned to service. There was no delay in procedure caused by this event and there was no patient involvement. It was further reported that the product had been returned to service. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.